Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the customer's reported issue was not found but a constant error code of 45639 was being displayed. The main board was found to be the cause of this fault and will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received ambulatory infusion pumps/cadd solis vip pumps - 2120 alarming error codes. No patient adverse events reported.